Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A root cause could be determined. No additional information was provided for further investigation. No adverse events were reported.

Event description:
The customer alleged questionable d-dimer values obtained on 2 samples from 2 patients. Units of measure for the results were not provided. For patient 1, the customer obtained a d-dimer of 665 on the modular p800 p1 module. On the p2 module, the customer obtained a d-dimer of 627, which they multiplied by 1.1 due to using a citrate plasma specimen, yielding 690. The same sample was tested on the cobas h232 cardiac system with a d-dimer of either < 0.1 or < 100; it is unclear from the data provided. The result obtained on a sysmex system was "neg." The sample was tested on a cobas c501 analyzer; the result was "negative." For patient 2, the customer obtained a d-dimer of 1057 on the modular p800 p1 module. On the p2 module, the customer obtained a d-dimer of 1157. The same sample was tested on the cobas h232 cardiac system with a d-dimer of either < 0.1 or < 100; it is unclear from the data provided. The result obtained on a sysmex system was "neg." The sample was tested on a cobas c501 analyzer; the result was "negative." The lot number of the d-dimer reagent was not provided. There was no allegation of death or serious injury regarding this event.